Event description:
It was reported the customer was hospitalized for low blood glucose. Troubleshooting was performed. The bolus history did not show the bolus programmed for a few days and the daily totals exceeded his basal rate, which indicates that the bolus were delivered, but was not recorded in the bolus history.

Manufacturer narrative:
Analysis and testing is not completed. No conclusion can be drawn at this time.